Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: heart ring, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had a history of falls and was in the hospital due to syncope. While in the ICU, the patient experienced asystole that occurred when atrial capture management was run and back up pacing was delivered to the right ventricle only; however, the right ventricular lead was not capturing. The patient was provided with transcutaneous pacing which caused the patient a great deal of discomfort. The left ventricular lead was noted to have elevated threshold. Testing found a better pacing threshold, so reprogramming occurred and the patient was lv only paced and the transcutaneous pacing was stopped. During the revision procedure, the right ventricular lead was noted to have high threshold but was not dislodged. The lead was capped and replaced. The left ventricular lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.